Event description:
The customer reported that the device is operational but the device alarm is silent. The device was in use. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed that the device cables needed to be reseated. The rse worked with the customer to correct the alarm issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device is operational but the device alarm is silent. The device was in use.there was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.